Event description:
It was reported the incident occurred in the outpatient chemotherapy suite, where the patient was given a catheter for maintenance and prepared for extubation, the catheter was found to be oozing at the puncture site, and the catheter was removed and observed to be damaged three centimeters into the body. The opening was not small. The catheter was placed on (B)(6) 2025 for a total of 152 days and 5 months. The patient's treatment was completed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.